Event description:
I began using poligrip in 1988. I noticed problems with my hands and arms gradually in 1988 and assumed it was a back problem. In 2009, I rec'd an MRI which revealed there was nothing severe enough to create a problem. At this time I noticed my feet and legs were becoming numb. This seemed to be gradually getting worse. I requested a blood test from my primary care giver. After many tests, I was diagnosed with neuropathy! My blood tests showed my zinc levels are high, my sugar levels are high plus many more. These results are permanent. With medical treatment they can ease my disabilities but not cure them. So I require continued medical care and treatment. Dose: denture cream. Frequency: 2-3 times daily. Route: po. Dates of use: 1988 - 2009. Diagnosis: neuropathy, denture adhesive.